Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call high and low blood glucose levels. Customer's blood glucose level has gone from 63 mg/dl to as high as 419 mg/dl. Customer is not sure how they are going from low to high blood glucose in as little as 12 hours. Troubleshooting for high and low blood glucose was performed. Customer advised they were thirsty, nauseous and experienced blurred vision. Customer advised they treated their high blood glucose levels with manual injection. Customer was able to perform the high pressure test. Customer was advised that the device is working as designed after troubleshooting. Customer called back to perform the high pressure test 1 more time even though they passed the first time. Customer was once again able to pass the high pressure test. Customer was advised the insulin pump will be replaced.

Manufacturer narrative:
The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No excessive no delivery alarms noted. However, the insulin pump was received with minor scratched display window and cracked reservoir tube lip.